Manufacturer narrative:
Service was onsite for a different purpose and evaluated the instrument/assay. The field service engineer (fse) determined the instrument base plate beneath the aspirate probes "looked like it was not tightened down" so the fse tightened up the base plate. Upon completion of the necessary repairs, the instrument was returned back into operation. The customer indicated that their issue had been resolved by the repairs completed by the on site fse however it was not possible to determine whether the base plate alignment issue was the cause of the erroneous results. In conclusion the cause of this event is unknown and could not be determine d based on the supplied information. Associated mdrs: 2122870-2012-01250 and 2122870-2012-01251.

Event description:
The customer reported that erroneous elevated thyroglobulin (tg) results were generated from an access 2 immunoassay system for seven patient samples across two days. Actual patient results were not provided by the customer. This report represents the erroneous, elevated tg results generated for three patients on (B)(6) 2012. The initial tg results were reported outside of the laboratory and a physician questioned the elevated tg results and requested repeat testing be performed. Upon subsequent repeat testing, the results were negative, considered valid and corrected reports were issued. While a body scan and radiation were ordered based upon the initial erroneous results, the orders were cancelled upon the reporting of the corrected results and prior to their execution. There was no death, serious injury or change to patient management associated with this event. Instrument assay quality control (qc) results were recovering within the customer's established specifications during the timeframe of the event. The samples were frozen serum samples. The tg reagent lot associated with this event was unknown. Patient specific information, additional system performance information and additional sample collection/handling information was not provided by the customer.